Event description:
A pulsar-18 t3 stent system was chosen for the treatment of the sfa. After introducing it through a cordis brite tip it was attempted to release the stent at the desired location but it was not possible. Thus another pulsar-18 t3 was used to finish the procedure.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the retractable shaft has separated from the bushing which is connected to the pull-wire being intended to release the stent. This most likely occurred during intervention when it was attempted to release the stent. Microscopic inspection revealed a rather small amount of remaining glue on the outside of the retractable shaft and on the inside of the bushing. This finding indicates that that the root cause for the complaint event is most likely related to the manufacturing process of a subassembly manufactured by a supplier. The stent is still crimped at its intended position under the retractable shaft. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes.